Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a potential under-infusion may have occurred. The reporter stated that the patient was disconnected and discharged after the pump displayed "all infused." Upon inspection, the registered nurse noticed that the cassette appeared to still contain some solution. The cassette was returned to the pharmacy for verification, where 32 ml of fluid was retrieved. The infusion had been administered at a continuous rate of 3 ml per hour over 46 hours, using a total reservoir volume of 136.6 ml, all of which had been delivered. No patient harm was reported.